Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, the patient received a vibratory notification due to high, out of range pacing lead impedance. The device was suspected to have a loose lead connection. The patient was asymptomatic. The patient notification was turned off. No further information is available at this time.